Manufacturer narrative:
Manufacturer's reference number: (B)(4) after further review on 15-jun-2021 of the reported event it was determined that the event was initially assessed as a MDR reportable malfunction of "tear, rip or hole in device packaging (a020504)" which was incorrect. This event has now been correctly assessed as a "distribution/delivery service" issue. Which is not considered to be MDR reportable.

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a soundstar® eco diagnostic ultrasound catheter was received and it was observed that there was an open pouch seal issue. The shipping box for the soundstar® eco diagnostic ultrasound catheter arrived damaged. The outside shipping box appeared to have been stuck on some kind of conveyor belt, as there was a hole burned through the shipping box, straight through to the catheter box, and the catheter handle was exposed. It was reported that they could stick their finger through the hole on the shipping box, and physically touch the catheter handle, confirming the sterility was compromised. There was no patient involvement. The packaging damaged issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The issue with the catheter box that compromised the sterility of the product was assessed as a MDR reportable open pouch seal issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/27/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).